Event description:
A dialysis facility reported that a patient gained approximately 1.4 kg. Of fluid weight after a hemodialysis treatment. The patient was asymptomatic and was discharged in stable condition. There was no serious injury or illness.